Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown. The reported event will continue to be monitored and trended. The reported events of failure to capture and high pacing impedance were not confirmed. A complete lead was returned in one piece. Electrical testing, dimensional analysis, visual and x-ray inspections were normal with no anomalies found.

Manufacturer narrative:
Correction: the correct h10 statement should have been "a device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of failure to capture and high pacing impedance were not confirmed. A complete lead was returned in one piece. Electrical testing, dimensional analysis, visual and x-ray inspections were normal with no anomalies found." Rather than "a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown. The reported event will continue to be monitored and trended. The reported events of failure to capture and high pacing impedance were not confirmed. A complete lead was returned in one piece. Electrical testing, dimensional analysis, visual and x-ray inspections were normal with no anomalies found."

Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the newly implanted left ventricular (lv) lead failed to capture and experiencing high and out of range pacing impedance. The lv lead was not installed and the procedure was completed using an alternate lv lead on 16 mar 2023. The patient's condition was stable.